Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the investigation results, the root cause could not be identified; however, it is likely that a faulty cable led to the malfunction, resulting in no image being displayed. The event can be prevented by following the instructions for use which state: ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the hd camera head cable wire was broken. The issue was found at maintenance. During evaluation, the following reportable issue was found that there was no image due to a defective cable. There were no reports of patient or user harm. This MDR is being submitted to capture reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus repair facility for evaluation, the customer's allegation was confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.